Event description:
Coviden received info from a customer in the USA stating that while in use on a pt the display on a pb540 ventilator was erratic (garbled). The pt was removed from the ventilator and placed on an alternate ventilator. The pt was not harmed or injures as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse conducted performance verification testing (pvt) on the device, all tests passed. (B)(4).